Event description:
It was discovered that our bd syringes 10, 20, 30 and 60 cc had white particulate matter inside on the plunger. This particular material is translucent and about the size of a grain of salt. We have seen from one to two in about 10% of the syringes. At this point, we believe this particular matter to be a piece of plastic introduced during the manufacturing process. We have been verbally informed by the manufacturer that their expectation is that there will be no particular material in the syringe.